Event description:
It was reported that during an attempted implant, the physician connected leads to the device and placed the device in pocket with loss of capture. Physician removed the device from the pocket and was able to reproduce the capture loss by pressing on the header. The lead was disconnected and reconnected with no more loss of capture, but the physician requested a new device. It was suspected that the cause of capture loss was due to right ventricular pin was not completely inserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.